Event description:
The technician reported the brakes are not holding while in brake code, the stretcher still rolls. The stretcher is located in the emergency room at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found brake pads are not making good contact with the caster tires. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The brake pads were adjusted on all brake casters by the technician to resolve the issue. Based on this information, no further action is required.